Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer has already been treated with manual injection. The customer stated insulin is squirting out during the manual prime process. The customer stated that the drive support cap is protruded. The customer doesn't recall any pressing on the button. The customer was advised to discontinue use of the device. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.